Event description:
It was reported the pt's bilateral stimulators were implanted only three inches apart and some programming crosstalk had occurred due to this (refer to medwatch report# 6000032-2008-08542). It was reported the pt's stimulators were replaced. The reason for replacement was not provided. Additional info has been requested from the hcp, but was not available as of the date of this report.